Event description:
On (B)(6) 2019, a home monitoring transmission from (B)(6) 2019 showing high shock impedances was reported. Additionally, the device reportedly increased from roughly 0 percent pacing to 100 percent pacing overnight. Changes to sensing and thoracic impedance trends were reported as well. On (B)(6) 2019, it was reported that the patient expired later on (B)(6) 2019. No explant has been reported. Cause of death is currently unknown. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.